Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a few of the teeth on the broach had broken off. This was discovered in the sterilization department.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: evaluation of the returned product confirmed that some teeth have fractured off. The tibial broach shows signs of repeated use (worn teeth). Not all pieces have been returned. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.